Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the complaint information, the transcend guidewire tip broke off inside the microcatheter and remained in the microcatheter, the doctor removed the entire microcatheter and guidewire without harm to the patient. The device was not returned for analysis. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a liver embolization procedure the subject guidewire tip had fractured off inside the microcatheter. The subject guidewire tip remained within the microcatheter and the physician removed the microcatheter and guidewire without harm to the patient. Physician replaced the products with new devices and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a liver embolization procedure the subject guidewire tip had fractured off inside the microcatheter. The subject guidewire tip remained within the microcatheter and the physician removed the microcatheter and guidewire without harm to the patient. Physician replaced the products with new devices and completed the procedure without clinical consequences to the patient.